Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument cannot confirm the reported allegation. However the device was found broken. Examination of the returned instrument found the white handle broken proximal to the beginning of the metal post of the device. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the white handle cup inserter cracked.